Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that they finished their initial plan/set of aligners and their teeth were not completely straight, so they were sent an additional set of 9 uppers and 7 lowers. The patient said that there has improved, but their bite and teeth are still not quite straight. The patient said it feels like one of their 2 front teeth is contacting their 2 front lower teeth and they cannot completely bite down.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.